Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the both drawer and sub drawers are not detected. A field service engineer replaced t-boards, retractor band and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not powered on.customer reported that there was a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.